Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the device was not in clinical use at the time of the event. A field service engineer inspected the system onsite and identified that there had been a power outage at the site. As part of troubleshooting, the fse restarted the system, which restored system functionality. However, after a reoccurrence of the issue (reported complaint tw (B)(4). The flexvision pc was identified to be faulty and replaced. Log file analysis from the date of occurrence confirmed a malfunctioning flexvision pc. After replacement of the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was stuck, and it was not turning off or on. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.